Event description:
It was reported that during a breast biopsy. It was impossible to obtain sample. Another like device was used. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Info not available, device not returned for analysis.